Manufacturer narrative:
It was indicated the rv lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the two week follow-up appointment, this right ventricular (rv) lead noted high threshold measurements. Further investigation revealed some loss of capture. There was no documented asystole greater than two seconds and the patient had an underlying rhythm of 65 bpm. A revision procedure was scheduled. During the revision, helix extension/retraction issues were noted. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Subsequent information was received this rv lead noted high out of range impedance measurements. Attempts to verify this information were not successful. No additional adverse patient effects were reported.